Event description:
It was reported that the programmer displayed an error message after an interrogation was completed. The programmer was cycle powered and the service disk was run on it, but the error did not clear. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).